Event description:
It was reported that the pump had a system failure primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing or broken upon receipt, and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was not duplicated upon power up during the investigation, no physical or any other damage was detected. Root cause of the reported issue is unknown as no fault was found with the device. Replaced the interconnect board for preventive measure, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Model number: 4000, device manufacture date: 07-jan-2020.